Event description:
The manufacturer received information alleging the trilogy evo o2 device does not open and close correctly in each breathing cycle, remaining outside the range of the values established in the tests. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the technician recommended replacing the device's proportional valve (aecm) and 3-way solenoid valve to address the issue. No further investigation is required at this time. Additionally, all the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown. To ensure proper operation of the equipment, we recommend that you use only philips-approved accessories and consumables.